Event description:
Prior to an atrial flutter procedure, the amplifier would not communicate with the pc and no signals were available and the procedure was cancelled. The connections and hardware were verified and the amplifier was power-cycled with no resolution. The patient was not prepared but was in the room at the time of cancellation. Further troubleshooting determined the communication issue was due to a fiber optic cable.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for analysis. Additionally, no lot number was provided so a review of the device history record was not possible. Based on the information received, the cause of the reported signal loss and subsequent procedure cancellation was due to a faulty fiber optic cable.